Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes ellitus (dm).

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 6 years, 2 months due to stenosis. The patient presented with sob. The explanted valve was replaced with a 23mm 11500a valve. The patient was in stable conditions post procedure. Product evaluation observed heavy calcification on all three leaflets. Per product evaluation, stenosis was confirmed and moderate host tissue overgrowth. Calcification restricted leaflet mobility and led to stenosis. Pathology report shows explanted bioprosthetic av with attached small calcium plaques.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: customer report of stenosis was confirmed. X ray demonstrated commissures 2 and 3 bent inward, heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surface of leaflets 1 and 3 on the inflow aspect and leaflets 1 and 2 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was partially cut off around the valve and exposed the bent metal band. Cut off sewing ring fragment was not returned with valve. Wireform was exposed on commissure 3 and around leaflet 2. Suture fasteners remained attached to the sewing ring.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 6 years, 2 months due to stenosis. The patient presented with sob. The explanted valve was replaced with a 23mm 11500a valve. The patient was in stable conditions post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.